Manufacturer narrative:
Correction: PMA / 510(k)# annex b: b21 annex c: c21 annex d: d16. Additional information : device available for eval, returned to manufacturer on, device eval by manufacturer? Annex a: a0404 annex g: g04055 annex b: b01, b14 annex c: c23 annex d: d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to customer damage of flange gripper. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken flange, when IV pole was tipped over by patient. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken flange, when IV pole was tipped over by patient. There was patient involvement however no patient harm.